Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that the endoscope was blurry. It is unknown when this event occurred or if the surgery was successful. Due to the unknown information for this event, it is being reported. Terumo continues to attempt to gain more information regarding this event from the user facility.

Event description:
New information was received indicating that the event occurred during setup. No patient effect. Product was change out.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on november 1, 2018. (B)(4). To check the performance of the endoscope, a visual observation of the internal components using a monocular was conducted. It was discovered that there was a crack on one of the internal lenses which resulted in a blurry visual field. Possible cause might be the product was either dropped or inadvertently struck by an object or an the excessive force was exerted on the endoscope shaft; this could deflect the shaft and lead to the alteration of the internal lens system. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.